Manufacturer narrative:
The investigation for the reported low pump flow has been completed. Data logs were reviewed which confirmed the failure mode and clinical narrative. Logs showed after pump started, low flow occurred that triggered auto suction response and suction alarms. This event remained for about 9 hours then back to normal range of the pump flow to the rest of the case. Logs also showed pumps was in aorta 2 times for a short time during support & resolved by themselves. Pump was returned in damaged condition (missing pump plug). Visual inspection found no issues on the pump. Pump run test was unable to be performed for damaged product. The root cause of low flow was most likely patient condition related as the patient has a small left ventricle and no issue was found on the pump. Added-d8 device available for evaluation yes.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that a patient was on impella cp support. While on support, unable to increase performance level above p-5 without suction. Intermittent impella in aorta alarms, some self-resolving. Adequate position noted on echocardiogram but small left ventricle (lv) cavity/underfilled lv. Diastolic flows below 1l/min on p-5/p-6 with low mean flows throughout support. The impella was explanted and the procedural outcome was the patient survived surgery.